Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was not correctly calculating boluses resulting in the patient having blood glucose levels in the 400 mg/dl range with trace ketones. The reporter indicated that the pump was programmed with an insulin to carbohydrate ratio (I:c) of 1:3. The reporter indicated that the pump seemed to be using a 1:7 I:c ratio in the calculations. The reporter stated that the pump was reviewed with the patient's health care professional (hcp) and the hcp reportedly agreed that the pump did not appear to be calculating correctly. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of the pump bolus calculation issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.